Event description:
The customer reported that a message about a speaker operation problem appears on the mp70 + x2 (a04c06). The source is shown as being the companion. No death or patient / user injury or harm was reported.